Manufacturer narrative:
Section d4;h4: additional information manufacturer's investigation conclusion: the evaluation of the replaced portion of the driveline confirmed the report of damage to the outer silicone sleeve. It was reported on (B)(6)2020 that there was damage to the patient's driveline casing that was previously repaired with tape. Additional information provided by the account on (B)(6)2020 indicated that the damage to the outer jacket of the driveline had occurred slowly over the last 7 years and the center continued to wrap the driveline with rescue tape to cover the tears. A distal end driveline replacement was ultimately performed due to suspected driveline wire damage on(B)(6)2020 under work order 84136 and approximately 18.5" of the external portion of the driveline was returned for evaluation under cs-136579/per-2020-0059946. Clear tape was wrapped around the returned driveline segment at approximately 1.0¿-9.0¿ and 11.5¿-12.5¿ from the metal connector. Visual examination of the outer silicone sleeve upon removal of the clear tape revealed areas of cosmetic damage at approximately 2.5¿, 3.0¿, 4.5¿, 8.5¿, and 12.0¿ from the metal connector. The underlying clear bionate layer showed no evidence of damage. The patient remains ongoing on vad-11235. Heartmate ii lvas IFU (document 106020, rev. H): section 6 "patient care and management" (under "pump performance monitoring") outlines how to care for the driveline and also addresses damage due to wear and fatigue of the driveline. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. Heartmate ii lvas patient handbook (document 106022, rev. G): section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: driveline repair was reported in MFR # 2916596-2020-01818. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline damage was occurring slowly over the past seven years and the tears were being fixed with rescue tape until the driveline was repaired on 23mar2020.

Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported there was damage to the driveline casing that was repaired with tape.